Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the report. The device was recertified and returned to the customer. Review of the logs indicated the user was able to charge and deliver one shock at 10j via remote sync using an external monitor. Following this initial shock event, the clinical logs showed the device lost ECG and the activity log recorded ECG lead off, no qrs detected, and change leads messages. While in this condition, the user will not be able to shock until these messages are resolved. The accessories used during the reported event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown) using internal handles, the device failed to cardiovert the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.